Event description:
An external blood leak from the cartridge occurred during a routine hemodialysis treatment. The amount of blood lost from the leak is not known. Approx. 190cc of blood was lost by not performing rinseback. No medical interventions was required.

Manufacturer narrative:
The cartridge was not returned at the time of this report. The exact cause of the leak cannot be determined at this time. A follow up report will be submitted if the cartridge is received. The reported blood loss of 190cc is attributed to the operator not performing rinseback. Facility staff has been notified.